Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the keypad buttons have been intermittently unresponsive for the past few days. He stated that the rubber keypad appears to be intact, but the keypad button symbols are worn. The family member denied exposing the pump to water, and stated that the patient carries the pump in her pants pocket or clipped to her waist band.